Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on 2 occasions, a few hours after changing the pump supplies, the customer had high blood glucose (bg) levels and diabetic ketoacidosis (dka). The cause of the high bg was not known. Although requested, the customer did not provide additional information about the events.